Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation. It was reported the dilator was unable to be advanced into the vizigo sheath and the valve became dislodged within the hemostatic housing. When the sheath was replaced, the issue resolved. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 50000026 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction - on (B)(6) 2021, it was noticed that the following information was inadvertently omitted from section b5. Event description of the 3500a initial medwatch report: ¿additional information received indicated that the piece that broke was the white one-way valve which detached from the housing. The white one-way valve inside the hemostat housing became dislodged within the housing when the dilator was inserted during preparation. This prevented (or blocked) the dilator from advancing beyond the valve into the shaft of the sheath. The hemostatic valve/brim cap/hub did become detached from the sheath but remained contained inside of the sheath. The sheath was not being used on the patient it was during preparation on the sterile table.¿

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath medium and a hemostatic valve separation. It was reported the dilator was unable to be advanced into the vizigo sheath and the valve became dislodged within the hemostatic housing. When the sheath was replaced, the issue resolved. The issue of obstructed sheath is not considered to be MDR reportable since there is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event will be MDR reportable for the issue of hemostatic valve separation.